Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per user guide: ¿only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ per the tandem user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled.

Event description:
It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) levels. The customer experienced a blood glucose (bg) level of 505 mg/dl. Bg cause was unknown. Bg was addressed via a correction bolus, and a supply change. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies, in addition to using cartridge beyond labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.